Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the delivery wire was broken/fractured. In addition the delivery wire proximal contact was detached and the delivery wire kinked/bent likely due to handling. During functional evaluation resistance was encountered when the coil was advanced through the introducer sheath. Information available indicated that the target device was confirmed to be in good condition prior to use. Based on the information currently available, the delivery wire damages as well as the observed break are due to handling during use limiting the target performance. An assignable cause of handling damage was assigned to this investigation.

Event description:
Device analysis of the returned device, revealed that the coil delivery wire was broken/fractured. There was no impact to the patient.